Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
The patient presented in clinic due to ventricular tachycardia (vt) that was treated appropriately with high voltage (hv) therapy. Diagnostic imaging was performed, and the right ventricular (rv) lead was noted to be dislodged. During a revision procedure, the helix of the rv lead failed to extend, so the rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis with the helix partially extended and clogged with blood/tissue. X-ray examination revealed the inner coil was over-torqued consistent with procedural damage. After cleaning, the helix could be fully extended and retracted. The full helix extension length was measured to be within specification. The cause of the reported event of the helix not being able to extend is due to the helix being clogged with blood/tissue and over-torqued inner coil.